Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and no anomalies were found. The device was tested on the bench and no anomalies were found. The cause of the extended charge time is undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic several aborted charge episodes were observed. The patient did not experience any adverse events. The device was explanted and replaced. Patient was fine after the procedure.